Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that on (B)(6) 2018 this lead had a burst of noise for approximately 4 seconds and oversensing for approximately 2 seconds. There was also asystole that does not appear to be more than 2 seconds of asystole. The following physician was dr. (B)(6) at (B)(6) cardiovascular group in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).